Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the pacemaker and right atrial (ra) lead exhibited oversensing of noise and low pacing impedance measurements of less than 200 ohms for an unknown reason. A revision procedure was performed where the pacemaker was explanted and the ra lead was surgically abandoned. A new pacemaker and ra lead were successfully implanted. No additional adverse patient effects were reported.